Manufacturer narrative:
The complaint cannot be confirmed as follow up notes or x-rays were not provided. DHR was reviewed and did not identify any deviations or anomalies. A definitive root cause cannot be identified with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports 0002648920-2017-00023, 0002648920-2018-00368, 0001822565-2017-00192.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Please see reports: 0002648920-2018-00368. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that patient is experiencing pain seven years post implantation. Attempts to obtain additional information have been made; however, no more is available.